Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause cannot be determined at this time. The product was not returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested on 03/14/2011, 03/25/2011, and 04/04/2011 by phone, fax, and mail. A completed questionnaire was rec'd on (B)(6) 2011. (B)(4).

Event description:
A user facility reported an intraocular lens (iol) was exchanged. F/u information was rec'd from surgeon that the iol exchanged due to unresolved astigmatism.